Manufacturer narrative:
The lot numbers were provided and lot history reviews were performed. The samples were not returned for evaluation. One malfunction provided medical records for review. The two investigations are inconclusive for the alleged malposition of the device and patient device interaction problem. The root cause could not be determined. The devices were labeled for single use.

Event description:
The report summarizes two malfunctions. A review of the reported information indicated that model md800j, vena cava filter, allegedly experienced malposition of device, and a patient device interaction problem. This information was received from multiple sources. Two patients were involved with no consequences. Neither patient's age, weight, or gender were provided.

Event description:
The report summarizes two malfunctions. A review of the reported information indicated that model md800j vena cava filter, allegedly experienced malposition of device and perforation. This information was received from multiple sources. Two patients were involved with no consequences. Of the two reported male patients, one was 67 years old and another patient weight was reported as 76 kgs. All other patient details were not provided.

Manufacturer narrative:
H10: the lot number for the two reported malfunctions were provided, therefore, lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for both malfunctions, of which one malfunction included images. For one of the two reported malfunctions, the investigation is confirmed for the alleged perforation, tilt and migration (a010402). The remaining malfunction is inconclusive for the reported perforation and tilt as there is no objective was provided. Based on the available information, the definitive root cause is unknown. The devices were labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.